Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they took the insulin pump's battery out and put it back in and it started but it stopped on the number 2. The insulin pump started beeping again and nothing worked. Time was not on the display. At the time of the call the battery was removed again. When the battery was replaced, the screen had a number 2 on the screen. Pressing the act button did not do anything. Customer's blood glucose level was 137 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. No frozen screen or display anomaly noted. Time advanced properly. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.